Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Magnet is loose...metal bit is coming out of the handle - oral-b [device breakage]. Head not sitting right - oral-b [device connection issue]. Case narrative: adult female consumer via phone stated that the magnet was loose and the metal bit was coming out of the oral-b io8 toothbrush handle. The oral-b toothbrush head was not sitting right. No injury was reported.

Manufacturer narrative:
On 03-feb-2025: product investigation results: manufacturing issue was investigated. Corrective action is in place.

Event description:
Magnet is loose. Metal bit is coming out of the handle - oral-b [device breakage]. Head not sitting right - oral-b [device connection issue]. Known resolved issue; manufacturing related - oral-b [manufacturing issue]. Case narrative: adult female consumer via phone stated that the magnet was loose and the metal bit was coming out of the oral-b io8 toothbrush handle. The oral-b toothbrush head was not sitting right. No injury was reported. On 16-dec-2024: correction from information initially received on 25-nov-2024: the concomitant product was oral-b power oral care refills io series. No injury was reported.